Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise reversion episodes due to noise on the right ventricular lead. The patient was asymptomatic. The patient was brought into the clinic on (B)(6) 2018 for further evaluation. The noise could be reproduced with isometrics. No intervention was performed; the patient will continue to be monitored. The patient¿s condition was fine.